Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device's patient notifier was not functional. Abbott technical support was contacted and suspected the patient notifier may have been damaged by a magnetic resonance imaging (MRI) scan. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.